Event description:
Patient had 5 zip ties placed at the beginning of this year. Within a short period of time, one zip tie on the manubrium broke and was protruding underneath the patient's skin. It was removed approximately seven months later.